Manufacturer narrative:
Literature citation: foissey, c., batailler, c., shatrov, j. Et al. Is combined robotically assisted unicompartmental knee arthroplasty and anterior cruciate ligament reconstruction a good solution for the young arthritic knee?. International orthopaedics (sicot) (2022). Https://doi.org/10.1007/s00264-022-05544-5. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "is combined robotically assisted uni-compartmental knee arthroplasty and anterior cruciate ligament reconstruction a good solution for the young arthritic knee?", two (2) patients suffered from stiffness at 2 and 3 months after having a primary uni-compartmental knee arthroplasty (uka) using the journey uni system and assisted with the navio robotic surgical system. These patients needed an arthrolysis treatment under arthroscopy to solve the issue. Pts correction was acceptable in both cases (4° and 5°), rom improved to 120° and 130° and both patients were very satisfied with the end-result of the surgery. No further information is available.